Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It is unknown which l4 lead had the high impedance. Hence, both leads are being reported. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30960. It was reported that during a procedure( related manufacturer report number 1627487-2020-01345) high impedances were observed on all contacts of one the l4 leads. As such, the lead was explanted and replaced with a new lead to address the issue. Reportedly, effective stimulation was confirmed post operatively.